Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error - patient disconnected from set. The label review found the labeling adequate for the use error in this complaint. A evaluation of the companion sample was conducted and no issues were found related to the reported condition during the evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during drain 1 of 4. Per the home patient (hp) they had disconnected in dwell cycle and it was not alarming. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. The writer contacted the home patient on (B)(6) 2011 in regards to a system error 2240 alarm and she said she was able to resume therapy after starting over with new supplies. She did discuss the alarm with her nurse. She did not notice anything unusual with any of the previous supplies. She said she was not connected when the alarm went off, but then she connected during the alarm. She said she did not have the actual cassette from that day but she did have a companion sample. She said she is very pleased with the machine and has been able to resume therapy successfully since then. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.